Event description:
This senior medical affairs specialist has classified the complaint based upon info the pt/layperson gave to a customer care advocate, cca, on 9/23/08 because the pt has not responded to calls. A letter will be sent. The cca replaced meter and test strips and shipped control. The pt alleged that blood glucose results were missing in her onetouch ultralink meter. Although the pt reported she experienced the issue for the past two to three months, she recalled no specifics or results. Before the alleged issue would begin, on some occasions, the pt indicated her sides hurt (reportedly an indication she has ketones), her mouth felt like dry cotton, and she was breathing heavily. Although these are symptoms she experiences when her blood glucose is elevated, apparently she also has them when it is low. The pt would bolus 5 units of humalog with no ill effect and required no medical intervention. For the other occasions, she does not recall what she did. During troubleshooting for the cca, the pt tested twice; both results successfully were stored in the meter's memory. Other results from the day before also were found. Because the pt's symptoms began before attempting to test, there is no evidence the product contributed to a serious injury. Although the issue was resolved with troubleshooting and although the pt cannot recall details or dates, the complaint is classified as a malfunction based upon the pt's allegation.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter and strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.